Manufacturer narrative:
The reported event occurred on a cobas taqman instrument with serial number (B)(6). The investigation determined that the discrepant hcv results were likely due to sample-specific factors, including potential interference from the sample matrix or low-level, non-target contamination. True target amplification near the limit of detection (lod) could not be entirely ruled out. The amplification curve of the reactive sample was weak and non-sigmoidal, and the late cycle threshold (CT) value of 41.9 was consistent with a sample near the 0.5x lod. The internal control (ic) for the initial test was invalid, while the ic for the retest was valid but exhibited an atypical amplification curve shape. No product-related issues were identified during the investigation. Batch trend analysis, product release, stability review, and internal non-conformance review did not reveal any related concerns. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant hepatitis c virus (hcv) results for one sample tested using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas taqman instrument. On (B)(6) 2020 at 09:59, the sample was reactive for hcv with a cycle threshold (CT) value of 41.9. On (B)(6) 2020 at 15:04, a retest of the same aliquot was non-reactive for all targets. The initial test showed no amplification of the internal control (ic), and the results for human immunodeficiency virus (hiv) and hepatitis b virus (hbv) were invalid. The ic for the retest was valid, though the amplification curve was not as smooth and sigmoidal as typically observed. The amplification curve of the reactive sample was weak and non-sigmoidal. Serology testing for the sample was negative.